Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up without error. Mock infusion was unable to be performed due to a cassette misloaded error. Performed set ID admin test and unit failed. Removed fva assembly and found fva pins and channels were clean reinstalled fva assembly. During the decontamination process, cleaning solution has ingress due to a gap between the rear cover and handle assembly. The rear cover and ground wires will be removed and replaced as a precautionary action. The lcd screen is damaged due to broken screw mounts. The set ID, rear cover, lcd screen, and ground wires will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "no patient harm with this device. Pump gives message to reload cassette. Staff tried different cassette/tubing set with same result. Sn (B)(6). A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.